Manufacturer narrative:
UDI - is unavailable at this time. Once the investigation is completed to UDI number will be provided. The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A search of the complaint file did find (B)(4) similar reports with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00443. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a 6fr vip failed, which they described as not stopping the bleeding at the access site. It was reported that manual compression was applied to completed the procedure. It was reported that the patient condition was stable. It was reported that the blood loss was negligible.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.